Event description:
Ongoing problems with athena ECG/respiratory module neonatal 9050 monitor. Pt found dusky and blue and extubated with oxygen saturation in 50's. Athena monitor screen was blank (no readouts) other than at top of screen it read "health partners" and bottom left corner of screen, a blue box with monitor set-up wriitten inside. Emergency intubation done.